Event description:
It was reported that the patient underwent a tlif using interbody device and posterior fixation at l4-l5. The right l5 set screw came off post op. The patient also developed pseudoarthrosis and complained of pain. The revision surgery was performed approximately two years post op. The whole construct was removed and replaced.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 7540000, 510k # k031655 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.